Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (closure codes and device codes). Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
"The literature article entitled, ""cementless total hip arthroplasty in young patients under the age of 30: a minimum 10 year follow-up"" written by kyoung ho moon and eun ho shin published by hip international accepted by publisher 4 september 2017 was reviewed. The article's purpose was to review the clinical and radiographic outcomes of young patients who received a tha under the age of 30 in which the patients had been followed up for more than 10 years. The data was compiled from 44 patients (51 hips) with an mean age of 25.71 years and mean follow-up period of 13.7 years. All femoral components were depuy products: aml (42), solution (3), and srom (6). Acetabular components were all duraloc shells with the exception of 1 non-depuy shell. Femoral heads were ceramic (48) and metal (3) and liners were enduron poly (27) and ceramic (24). It is noted that table 5 page 5 provides 8 cases of revisions due to loosening of cup and/or stem which is captured individually (femoral components specified along with identity of loose components) in linked complaints illustrating higher rate of revision among smaller femoral head components." This complaint captures case 4 with r osteolytic lesion and received revision of cup component only 60 months post initial for implantation loosening the cup was duraloc and the stem was solution stem, ceramic head and enduron pe liner. The article associates osteolysis and osteolytic lesions due to wear of poly liner.